Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: a review of the black box data showed that the rewind step had been performed multiple times on (B)(6) 2015. No alarms related to the complaint were observed in the pump histories. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no damage was found to the motor circuit. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.